Event description:
The customer reported that an 840 ventilator was inoperable while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to replace the breath delivery unit (bdu) printed circuit board (pcb). The customer reported to have replaced the bdu pcb. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).